Event description:
The patient was enrolled in the prove study with patient identifier (B)(6). It was reported that dissection occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size medium acurate neo2 valve opened normally with deployment in the intended location. Post-procedure computed tomography identified occlusion and dissection of the external iliac artery and femoral artery. Surgical embolectomy was performed and two covered stents were placed. Post-surgery, the patient's left leg was livid and cold. Loosening the pressure bandage did not bring a major improvement. The patient was transferred to the intensive care unit. Transfusion of two erythrocyte concentrates were administered. The patient continues to recover in the hospital.

Event description:
The patient was enrolled in the prove study with patient identifier 0292-6. It was reported that dissection occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size medium acurate neo2 valve opened normally with deployment in the intended location. Post-procedure computed tomography identified occlusion and dissection of the external iliac artery and femoral artery. Surgical embolectomy was performed and two covered stents were placed. Post-surgery, the patient's left leg was livid and cold. Loosening the pressure bandage did not bring a major improvement. The patient was transferred to the intensive care unit. Transfusion of two erythrocyte concentrates were administered. The patient continues to recover in the hospital. It was further reported that approximately one (1) month prior to the transcatheter aortic valve replacement (tavr) procedure, coronary angiography, and computed tomography (CT) and sonography of the vessels were performed. CT report revealed arteriosclerosis, dissection of the a. Iliac communis dextra and thrombosis in a. Femoralis dextra. Sonography report revealed stenosis of a. Femoralis communis up to 60-70%. It was further corrected that the patient experienced perforation of the a. Iliac externa, not dissection as previously reported. The dissection of a. Iliac communis dextra observed on the CT one (1) month prior to the procedure was on the right side. Tavr procedure access was obtained via the left side. There is no relation between the prior dissection and the periprocedural perforation.

Manufacturer narrative:
B5: additional event details added. H6: patient code updated from vascular dissection to perforation of vessels.